Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00189, 3005334138-2020-00190, 3008452825-2020-00233. During an atrial fibrillation procedure, a cardiac perforation occurred. During the procedure, the patient became hypotensive and fluoroscopy revealed that cardiac silhouette movement wasn¿t good and had not been from the beginning of the procedure. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed, however, electrical disassociation occurred, the patient did not return to cardiac rhythm and expired. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the cardiac perforation and subsequent death remain unknown.